Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 402 mg/dl. The customer assisted with troubleshooting. Customer states the inserted sensor loss the communication. Customer states the transmitter led blinked on and off. The device will not be returned for analysis.